Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2018-sep-10 from the patient that stated their circumstances for having a "broken battery" were that the clip was loosened from the smaller black unit when traveling. It actually got dislodged. They called in to get the replacement in order to resolve their issue. The replacement of the desktop charger resolved their 'broken battery'. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient's desktop charger had a broken connector pin. It was reportedly broken off and fell out. They also mentioned that their battery was broken. No symptoms were reported. No further allegations/complications were reported.